Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following an upgrade procedure from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d), the patient was seen the next day for a post-operative device check. During the device check, this right atrial (ra) lead exhibited high thresholds (3.8v @ 2.0ms) and pacing not delivered when required. Subsequently, the patient underwent a lead revision where this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.